Event description:
It was reported that a patient presented with dislodgement on the right ventricular lead. No electrical malfunction was reported on the lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.